Manufacturer narrative:
Batch review performed on 25 february 2019: lot 182610: (B)(4) items manufactured and released on 18-jul-2018. Expiration date: 2023-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. An additional item was involved in the complaint. Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 lot. 184378 (k112115) : (B)(4) items manufactured and released on 10-oct-2018. Expiration date: 2023-09-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery (I&d and head and liner revision) due to signs of infection two weeks after the primary. A washout was then performed five days after revision surgery due to high level of bacteria (klebsiella pneumoniae). The surgery was completed successfully.